Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage and stretching.

Event description:
It was reported that within 3 months of implant, the right atrial lead perforated the lateral wall of the right atrium, went through the pericardial sack, and was resting against the sternum. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.